Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and the physician was unable to advance the octaray¿ catheter into the vizigo® sheath. The valve on the vizigo® sheath appeared to be damaged according to the physician. There was a piece close to the valve on the vizigo® sheath that appeared to be "dented in." The octaray¿ catheter was replaced and it was able to be advanced through the carto vizigo® sheath without any issues. The procedure continued with no further issues. Additional information indicated that there was no back bleed on vizigo®, the sheath was not replaced. They did not notice anything entering the patient¿s body; however, there was a small fragment that the doctor noted that looked like a piece of the gasket. There were no complications.